Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2011. Subsequently, patient was revised (B)(6) 2011 due to femoral oversizing causing leg stiffness. The 67.5mm femoral was removed and replaced with a 60mm femoral component.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: inadequate range of motion due to improper selection or positioning of components.